Event description:
It was reported that the programming head stopped working. It was noted that the head had to be replaced in order to obtain the final numbers and programming for the case. The programming head was replaced and the programming was completed without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).